Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited failure to sense. The right ventricular lead was removed and replaced. No patient consequences were noted.